Manufacturer narrative:
Insulin pump had a button error alarm and no button response due to corroded keypad traces. Insulin pump had moisture damage found on the cld board and motor. Insulin pump received with cracked display window corners, reservoir tube lip, broken belt clip slot, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose at that time was 75 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.